Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient was implanted with retrograde/antegrade femoral nail (right) and four (4) 5.0mm titanium locking screws. On an unknown date it was determined that the patient had a non-union of the femoral fracture and two (2) of the locking screws were broken. Patient was returned to surgery on (B)(6) 2016 where surgeon removed the nail and the four (4) screws. The shafts of both the broken screws remain embedded in patient bone. Patient was revised to a locking compression plate (lcp) distal femur plate. Surgery was completed successfully with no delay and no harm to patient. Concomitant devices reported: retrograde/antegrade femoral nail (part # unknown, lot # unknown, quantity 1). The 5.0mm titanium locking screw (part # unknown, lot # unknown, quantity 2). This report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).